Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm approximately four weeks ago. The vessels were severely tortuous and calcified. It was reported that the stent grafts were successfully implanted. Due to a 90 degrees turn in the iliac artery the physician felt a wall stent needed to be implanted. A reliant balloon was inflated half way in the endurant stent graft and half way in the wall stent. During the inflation the iliac artery ruptured. An endurant (B)(4) was successfully implanted in the external iliac artery to treat the rupture iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (vessel perforation). (Tortuous and calcified iliac artery). (Balloon).